Event description:
A male underwent endovascular therapy in 2009. The pt was considered to have a suitable anatomical form. The top stent was fully deployed before cannulation of the contralateral lib. After deployment of the main body, blood squirted out heavily from the hemostatic valve of the main body (1820334-2009-00108). Contralateral iliac (1820334-2009-00109), and the ipsilateral iliac delivery systems each time the grey positioner was removed. Total hemorrhage volume was 700 ml. The pt had to received 4 units (approximately 800 ml) of blood. The pt outcome is unk at this time.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings and precautions, and the correct deployment procedure. Action was taken an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in another country. Training took place throughout the month of january at every eligible site in another country and concluded on jan 25, 2008. No product or films were received to assist in this investigation. The potential exists with this design; however, through implemented training, the risk has been reduced and deemed acceptable at this time with no further action required neither for product in house nor in the field. However, we have notified the appropriate individuals and we will continue to monitor for similar events.